Event description:
It was reported by arjohuntleigh representative: transferring from bed to chair and at one point while transferring the psw pushed the foot pedal on the lift to open the legs and the lift tipped over and landed partially on the bed and the chair and did not fall to the floor. Psw proceeded to lower resident to the floor then called for help and used another lift to raise resident to chair."

Manufacturer narrative:
(B)(4). This appears to be a "malfunction" type of event (h1) not because there was a technical malfunction of the device, but since due to a use error the device did not perform as intended. A complete investigation was performed by the designated complaints handling unit (dchu), including a review of the trend of similar problem and history of the product. We have found a number of cases with similar fault description. Trend observed for the medi-lift tipping is considered to be low and stable. An arjohuntleigh representative performed and on site visit after the incident. His assessment was the device was checked and since that used. From the sequence of events, it must be noted that the caregiver was transferring the resident from bed to chair and at one point the lift tipped over and resident landed partially on the bed and the chair and did not fall to the floor. We consider it possible that while trying to position the patient over the chair caregiver was pushing lift as well as pulling the sling and the lift tilted. Based on previous investigations, the floor lift tipped most likely because it was maneuvered using other parts on the device or even person in the sling, than the handles. It was also noted that the caregiver was just opening the chassis legs of the lift so its is also possible that there could be an obstruction on the way of chassis opening. Possible the legs of the chair or bed were this obstruction : this is likely so since the patient was in the transfer between the bed and the chair. Therefore, it is likely that the legs when were opened catch and obstruction and while the resident was not in the centre of gravity this caused the lift to tip. It is unk if a lack of training may be related to this event, since the training status was not provided, so the cause of the use error cannot be confirmed with certainty, the customer and witnesses could not recreate nor understand what had happened, but our investigation clearly shows there was no technical malfunction of the device the fault came from not device itself but from its incorrect use. The device did not fail to meet specifications, was in use for treatment and contributed outcome of the event. It has been suggested to remind the facility that the maneuvering of the floor lift should be performed without pulling or pushing on the patient and taking care of the obstruction on the floor. Imp ref # 1419652-2014-00194.